Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burnt forceps holder, burnt metal part at the distal end and the adhesive was peeling off near the light guide cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited burnt forceps holder, burnt metal part at the distal end and the adhesive was peeling off near the light guide cover. There was no patient involvement.